Manufacturer narrative:
The reporter cleaned the sipper probe and flushed the sipper tubing. A system reagent was also changed. The reporter had no further issues after these actions. The investigation could not identify a product problem. The cause of the event could not be determined. (B)(6).

Event description:
The initial reporter stated that they experienced a positive drift in both control and patient results for ise indirect na for gen.2 on the cobas 6000 c (501) module. The issue occurred after the na electrode and ise tubing were changed on 24-apr-2019. The drift is not noticed with the k and cl tests, but controls are recovering a little higher on these as well. The reporter changed the na electrode on 02-may-2019 and a new reference electrode on 06-may-2019, but the issue still occurred. The reporter stated that they will perform a recalibration during the day in order to get the results back to normal levels before they start to drift again. The issue is particularly noticed on patient samples received from doctor's office offices in the afternoon. These samples are normally within range, but now many of them are outside of range. After recalibration, the values are back in the normal range. The reporter provided data for four patient samples with questionable na results. Of these, one had a discrepant result. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 150 mmol/l. The test was re-calibrated and the sample was repeated, resulting with a value of 144 mmol/l. No adverse events were alleged to have occurred with the patient. The na electrode lot number was n8117. The electrode expiration date was asked for, but not provided. An ise check was performed and looked good. Precision studies were performed and precision for glucose and cholesterol were slightly outside of range.